Manufacturer narrative:
The particulate was returned for analysis. A small plastic vial in two plastic bags with foreign matter/particulate from a procedure using the bl3170 handpiece. Under microscopic/camera investigation, the particulate appeared dark gray in color with lighter areas throughout. The particulate feels solid when grasped with tweezers. The particulate was sent to an external laboratory for further evaluation. The particle was analyzed using using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope. The laboratory results show that the particle consists primarily of carbon and oxygen. Lesser concentrations of titanium, sodium, calcium, aluminum, chlorine, iron, sulfur, phosphorus, and silicon were detected. This is consistent with organic material and mineral deposits. The particle was also analyzed using a fourier transform infrared spectrophotometer (ftir). The ftir analysis produced a spectrum consistent with that of nylon. Titanium is a construction material of the handpiece. However, the handpiece has not been returned for evaluation, we are unable to determine the root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
B5: additional information was not entered on previous follow up report.

Event description:
The user facility reported that a white chalky material came out of the irrigation sleeve when phaco first started. The material entered the anterior chamber and was removed. The probe and sleeve were changed to complete the procedure with no other issues.

Manufacturer narrative:
The product was not returned for evaluation, therefore we were unable to determine the root cause of the reported issue. A review of the certificate of compliance and the final test traveler for, part# 26568-001 rev. C found that the bl3170 serial number (B)(6) met all physical and functional requirements. The lot history. Trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing with anticipated rates. No corrective action required.

Manufacturer narrative:
The product has been requested for evaluation. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported a foreign body was found during phacoemulsification.